Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: the date of event is not known. The date of event was reported to be in late november 2024. Therefore, the date of event is approximated as 22-nov-2024. D4: the UDI number is not known as the lot number was not provided. D6a: the implant date is not known. The implant date is approximated as (B)(6) 2024, one month prior to the date of event. D6b: the explant date is not known. The date of the mitral valve replacement was reported to be in late (B)(6) 2024. Therefore, the explant date is approximated as (B)(6) 2024.

Event description:
It was reported that on an unknown date, a mitraclip procedure was performed to treat mitral regurgitation (mr). A mitraclip nt and a mitraclip xtw was deployed on the mitral valve, reducing mr. On an unknown date in late (B)(6) 2024, imaging via computed tomography (CT) scan revealed that the mitraclip nt detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), and that the mitraclip xtw had opened to 90 degrees, causing mr to increase to 4+. The patient then underwent a mitral valve replacement.

Manufacturer narrative:
The device was not returned for analysis. A review of the lhr review and similar complaint review was not performed because the lot information was not provided. All available information was investigated and based on the limited information provided a cause for the reported single leaflet device attachment cannot be determined. Mitral valve insufficiency/regurgitation resulting in dyspnea and fatigue appear to be due to the slda of this implanted clip and clip opened while locked of the other implanted clip. Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the patient returned to the hospital with shortness of breath and fatigue.